Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he recently had blood glucose levels over 600 mg/dl, which were treated with the insulin pump. Blood glucose level at the time of the call was 360 mg/dl. The customer also reported having some difficulty with getting the insulin pump to communicate with the transmitter and having air bubbles in the reservoir. The insulin pump was not replaced or returned for analysis.